Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced erosion, frequent urinary tract infection, hematuria and painful urination. An excision of eroded sling under general anesthesia was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.